Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
Visual inspection of the data acquisition pcba to motor controller pcba cable revealed evidence of mc j2 ribbon cable lifted from connector pins. The data acquisition pcba to motor controller pcba cable was installed in the fi test ventilator in an attempt to duplicate the reported problem. The data acquisition pcba to motor controller pcba cable will be reinstalled in the fi test ventilator. An attempt will be made to power up into normal ventilation mode. The j2 ribbon cable was pressed down and install correctly from the connector pins. Physical damaged resulted in the mc j2 ribbon cable lifted from the connector pins and created the error codes 1007, 1107, 1106, 100a, 111c, 110f, 110e and 1006. The customer evaluated the device.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.